Event description:
It was reported that the catheter did not have enough lubrication. The catheter was difficult to insert and allegedly became stuck in the patient's urethra which caused bleeding upon removal. It was unknown if the patient sought medical attention.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter did not have enough lubrication. The catheter was difficult to insert and allegedly became stuck in the patient's urethra which caused bleeding upon removal. It was unknown if the patient sought medical attention.